Event description:
As reported by the user facility: (B)(4). Event date: (B)(6) 2012. Pump is underinfusing. No specific details available, but the nurses have noticed with this pump that infusions are not finishing on time and taking longer than they are supposed to. If an infusion is supposed to take 20 mins,when the nurse comes back after 20 minutes, the infusion is still not complete. Gave same example with an infusion that was supposed to be complete in 4 hours, but wasn't and pts are having to stay longer for the infusions to complete. No pt injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a rate of 125.0 ml/h and a volume to be infused of 42.0 ml (20 min.). The results were all within specification at 42.5 ml, 42.6 ml and 42.5 ml. The pump's operational log was reviewed. The last infusion occurred on (B)(6) 2012 at 16:14:20. A programmed infusion was started with a rate of 125.0 ml/h. At 16:35:55, the infusion completed with a total volume infused of 45.0 ml or 100.0% of the expected volume. At 16:36:35, another infusion was started with a rate of 90.0 ml/h. At 17:13:13, the infusion completed with a total volume infused of 55.0 ml or 100.0% of the expected volume. At 17:13:40, another infusion was started with a rate of 90.0 ml/h. At 17:16:13, the infusion was stopped with a total volume infused a 3.8 ml or 102.7% of the expected volume. At 17:16:28, another infusion was started with a rate of 90.0 ml/h. At 17:29:47, the infusion completed with a total volume infused of 20.0 ml or 100.0% of the expected volume. At 17:30:04, another infusion was started with a rate of 90.0 ml/h. At 17:41:49, the infusion was stopped with a total volume infused of 17.6 ml or 100.0% of the expected volume. At 17:42:30, another infusion was started with a rate of 300.0 ml/h. At 18:11:03, the infusion was stopped with a total volume infused of 142.6 ml or 100.1% of the expected volume. On the previous day, (B)(6) 2012 at 21:54:59, an infusion was started with a rate of 150.0 ml/h. At 21:57:38, the infusion stopped due to a "door alarm" with a total volume infused of 6.6 ml or 100.9% of the expected volume. At 21:58:25, another infusion was started with a rate of 210.0 ml/h. At 22:28:24, the infusion completed with a total volume infused of 105.0 ml or 100.0% of the expected volume. At 22:29:16, another infusion was started with a rate of 500.0 ml/h. The "door alarm" was displayed, infusion continued with the door opened. At 22:59:0,0 the infusion stopped due to an "air alarm" with a total volume infused of 248.0 ml or 100.1% of the expected volume. At 22:59:48, the alarm was turned off and the pump was not used the rest of the day. On (B)(6) 2012 at 21:30:19, an infusion was started with a rate of 578.0 ml/h. At 21:31:22, the infusion stopped due to an "air alarm", total volume infused 10.2 ml or 100.9% of the expected volume. At 21:32:03, the infusion was re-started without the "air alarm" being cleared and at 21:32:05, a "pressure alarm" occurred. At 21:32:17, the infusion was re-started, 578.0 ml/h rate, then at 21:32:19, the infusing rate was changing to 400.0 ml/h with a total volume infused of 0.3 ml or 100.0% of the expected volume. At 22:06:00, the infusion stopped due to an "air alarm" with a total volume infused of 224.8 ml or 100.1% of the expected volume. At 22:07:06, the alarm was turned off and the pump was not used the rest of the day. The initial complaint report indicated the reported event date occurred on (B)(6) 2012, however, the last infusion recorded in the log was on (B)(6) 2012. Multiple attempts to the reporting facility to obtain additional info and clarify the date of the event were not successful. Based on the results of this investigation, the pump operated as intended. No conclusion can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer. The follow up report will be filed if additional pertinent info becomes available.